Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. It was reported that pt had doctor's appointment and asked manufacturer representative to be present. At the appointment, pt described to rep that she was receiving messages on her programmer that stated "cannot provide desired intensity".  Pt denies falls or trauma. Rep ran connectivity and impedance check. Contacts 1 and 4 did not have connection with the battery and both contacts read impedances of (B)(4). Rep reprogrammed around the contacts that had high impedances. The plan is for the patient to try the new settings to see if she still gets pain relief without the use of the 2 contacts with high impedances. On (B)(6) 2022, the rep reported that the patient reported she is getting pretty good relief from group a. Patient reported that she is not getting as much relief from group c, but patient prefers that setting at night. Patient has a follow up appointment on (B)(6) 2022. Rep encouraged the patient to reach out prior to the appointment if any other issues come up.